Event description:
The balloon at the end did not properly inflate. It was only a partial inflation of the balloon. It took several attempts from multiple people to get the balloon to properly inflate.